Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced low audio output. Patient stated her daughter could hear the alarm, but she could not.